Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The leaflets were observed to be very calcified, and the anatomy was very tortuous, resulting in difficult imaging. An xtw clip was inserted and deployed on the mitral valve. While removing the clip delivery system (cds), it was observed that blood started to leak out of the back end of the steerable guide catheter (sgc). To stop the leak, the physician placed his finger on the leak and inserted a sheath. This successfully stopped the leak. The sgc was removed without further issues. While preparing another clip to implant, it was observed the implanted xtw had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Although an slda occurred, mr was reduced to a grade of 2. Due to the poor imaging and the adequate decrease in mr, the physician decided to not implant a second clip and discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment/slda) and poor image resolution appeared due to the challenging patient anatomy (leaflet calcification and tortuous anatomy). There is no indication of a product issue with respect to manufacture, design or labeling.